Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) and unintended movement (clip open ¿ locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a restricted posterior leaflet, and an enlarged atrium. An ntw clip was inserted and placed on the mitral valve. It was noted the physician did not tighten the delivery catheter (dc) handle fastener enough. When pulling the actuator knob back, the physician was not bracing the clip delivery system (cds) handle, causing the entire cds to retract. The clip was deployed, but it was observed it detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip was inserted and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened to roughly 20 degrees. The physician decided to continue with deployment process. After the clip was deployed, it opened to roughly 60 degrees. The clip was noted to be stable on the leaflets. A third clip was then implanted to further stabilize the slda, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.